Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, pump error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify pump alarm and motor error alarm due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly.

Event description:
The customer reported via phone call that the insulin pump alarmed broken force sensor was detected. The customer's blood glucose value was 258 mg/dl. The customer was also reported that they were able to clear and rewind the insulin pump. The customer was assisted with troubleshooting. Insulin pump had moisture and crack. The customer was advised to replace and to revert to the back-up plan. The insulin pump will be returned for analysis.